Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 600 mg/dl and received an insulin flow blocked alarm. The customer also received a lost sensor signal alarm, change sensor alert and sensor updating alert. The customer reported hyperglycemia was treated with insulin pen. The event involved product mmt-7841zw. Troubleshooting was performed for hyperglycemia. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer used the smartguard/auto mode of the insulin pump. The customer declined to check the pump settings and declined to test the pump. Troubleshooting was not performed for insulin flow blocked alarm as the event was resolved in the past. Troubleshooting was performed for sensor alerts and sensor was securely taped to skin and still in place. Troubleshooting was performed for the communication issue and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. The pump was in the process of making multiple attempts to re-establish communication with the transmitter but the issue was not resolved. No further patient complications were reported. Product return for mmt-7841zw is not expected.